Event description:
It was reported the lead had high impedance, greater than 3000 ohms, and noise could be provoked on the ventricular channel with device manipulation. Increased threshold had also been previously reported. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data was collected from the device and analyzed. Increased/high impedance was noted. The ventricular pacing impedance measurement was in the 700 - 800 ohm range until sometime in 2008, when the minimum/maximum values were 896/1032 ohms. These values increased in 2009, when the values were 11808/12288 ohms.